Event description:
It was reported that during a lung resection procedure the device did not fire at all. Took new reload and same problem occurred. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Protruding staples. The analysis results showed that the device arrived in good visual condition and with two reloads present. Reload (c) was received fully loaded with staples; reload (b) was received with the drivers partially advanced and fully loaded with staples. The staples where noted to be protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. The device was tested for functionality with the returned reload (c) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.